Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and the display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they just inserted a new battery as they got the battery failed alarm and it pops up and asks to insert a new battery. Pump did not alarm with replace battery now. Customer states display is blank currently. The display did not return after inserting new battery and pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected blank display anomaly noted. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarm noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.